Event description:
I found out that my CPAP was releasing carcinogens from the foam inside. FDA safety report ID #:(B)(4).

Event description:
I found out that my CPAP was releasing carcinogens from the foam inside. FDA safety report ID #:(B)(4).